Event description:
IT WAS REPORTED THAT WHEN USING THE BD PYXIS¿ MEDSTATION¿ ES CUBIE IN DRAWER 6.2 WAS FAILED TO OPEN. CUSTOMER TRIED TO RECOVER AND REBOOT BUT THE ISSUE PERSISTED. THEREFORE, THIS CASE HAS BEEN DEEMED REPORTABLE AS A THERMAL EVENT. HOWEVER, THERE WERE NO DELAY AND ADVERSE EVENTS OR INJURIES REPORTED BASED ON THIS EVENT.

Manufacturer narrative:
A DEVICE EVALUATION IS ANTICIPATED BUT HAS NOT YET BEGUN. UPON COMPLETION OF THE INVESTIGATION, A SUPPLEMENTAL REPORT WILL BE FILED.

Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES cubie in drawer 6.2 was failed to open. Customer tried to recover and reboot but the issue persisted. Therefore, this case has been deemed reportable as a thermal event.As per part investigation, it was determined that the reported multiple cubie failure in drawer 6.2 was caused by friction damage to the Pyxibus cable, which exposed copper strands and resulted in a short circuit and thermal damage, compromising drawer functionality.However, there were no delay and adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional Information: Section H Manufacturer Narrative, Section B Describe Event or Problem, Section D Device Available for Eval and Returned to Manufacturer onA review of the complaint history for SN 15937996 was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for SN 15937996 was performed from the date of manufacture, 20-OCT-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.PART ANALYSIS:The reported condition of ¿Multiple Cubie in drawer 6.2 failed to open¿ was confirmed by Field Service Engineer (FSE) and subsequently confirmed in the DCHU testing and inspection process. According to WO 02454625 the BD FSE noticed a black mark where the Pyxibus cable rubbed and powered down the station, the wire was exposed which touched the back of the drawer. Replaced the entire bus cable along with the module controller and the drawer controller boards for drawers 6.1 and 6.2. Everything was left functional. During DCHU Visual Inspection: P/N 151630-01: The part was received with no signs of physical damage, missing components or fluid ingress. P/N 151622-01: The part was received with no signs of physical damage, missing components or fluid ingress. P/N 120547-01: The parts were received with signs of physical damage as dark marks. Closer inspection using a manual microscope detected evidence of thermal damage as burn marks from copper exposure shorting against the back panel of the drawer. During DCHU Testing: P/N 151630-01: DMM and HTA testing determined proper functionality. P/N 151622-01: DMM and HTA testing determined proper functionality. P/N 120547-01: Since thermal damage was detected on both assemblies upon visual inspection, no testing is to be performed. The device was in use for treatment purposes as intended per 21 CFR 820.198(d). ROOT CAUSE: The root cause of the complaint was the friction on the cable shielding which exposed the copper strands and shorted against the back panel of the drawer, which lead to the observed thermal damage that compromised the drawer¿s functionality.